Event description:
Boston scientific received information that this patient received two inappropriate shocks due to noise and oversensing. An x-ray confirmed that this right ventricular lead was fractured. The right ventricular pacing impedances were out of range and there was loss of capture. The device was switched off to prevent further inappropriate shocks. The patient was booked for a new lead and elective device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which noted that the fractured lead was surgically abandoned and replaced. The fracture was seen at the clavicle area likely due to a subclavian crush.